Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that (2) lvp modules had dim sectors on led display, biomed stated; "upper right and lower left segments of tenths display and upper right segment of tenths display " were dim. The customer confirmed that both dim segments were found during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 2 out of 2 returned display boards. Physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 2 out of 2 of the returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that (2) lvp modules had dim sectors on led display, biomed stated; "upper right and lower left segments of tenths display and upper right segment of tenths display " were dim. The customer confirmed that both dim segments were found during preventive maintenance, there was no patient involvement.